Event description:
It was reported that during routine follow-up, increased pacing lead impedance was observed. Measurement in-clinic testing was in normal range. No patient symptoms were reported. Further evaluation of the lead was recommended.

Manufacturer narrative:
(B)(4).